Event description:
Related manufacturer reference number: 2017865-2022-48966. Related manufacturer reference number: 2017865-2022-49001. It was reported a patient's right ventricular (rv) lead presented with inappropriate shock due to dislodgement. The left ventricular (lv) lead had no capture due to dislodgement. The atrial lead also presented with low sensing and loss of capture due to dislodgement. The dislodgement was confirmed via x-ray. The rv, lv, and atrial leads were explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, p-wave amp variation and loss of capture. As received, a complete lead was returned in one piece with the helix extended within specification and was clogged with blood/tissue. The reported events of p-wave amp variation and loss of capture were not confirmed. X-ray examination did not find any indication of conductor fractures. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection of the lead did not find any anomalies.